Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the investigation results, it is presumed that the phenomenon was caused by lightning failure due to front panel unit failure. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the high flow insufflation unit exhibited the light-emitting diode (led) of front panel malfunction and corrosion inside. There were no reports of patient involvement.